Manufacturer narrative:
Product complaint # (B)(4). Attempts to obtain the following information have been made with no response to date. If further details are received at a later date a supplemental medwatch will be sent. Were total 5 devices, j370h (1), j340h (2)and j338h(2) used in this procedure? Did all devices have needle pull off issue during actual use on patient? How was case completed? Are any samples available for evaluation? Lot numbers. Device return status? Related needle pull of device issues captured in reports: 2210968-2019-90737, 2210968-2019-90738, 2210968-2019-90739, 2210968-2019-90740. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a cardiovascular procedure on an unknown date in 2019 and suture was used. The needle popped off suture. It was not reported how the procedure was completed. The actual suture was discarded. This is all the information known/available. There were no patient consequences reported.